Manufacturer narrative:
Lancing device was not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for broken lancing device, stating that the lancing device fell apart upon pulling it out of the package. Customer then stated that when the lancing device had fallen apart, she had noticed that a lancet was already in place in the lancet holder part of the device. Customer stated she was not injured by the needle and that it did not look used. Customer stated that she had not used the lancing device. Customer stated the package was not open or damaged when received. The customer feels well and did not report any symptoms. No prior medical attention was reported.